Event description:
There was no device failure, malfunction or complaint reported. During preparation for femoral-femoral cardiopulmonary bypass, the attending surgeon met resistance during advancement of the endovenous drainage cannula. The appearance of the cannula under fluoroscopy suggested a kink. The cannula and guidewire were withdrawn and then readvanced uneventfully into position. A 2 vessel CABG was performed. During the procedure the venous drainage from the femoral vein cannula decreased and the pt required a blood transfusion. An iliac vein tear was suspected and confirmed at laparotomy. Exploration of the abdomen was reportedly difficult due to the pt's obesity. The vein repair was completed, but the pt remained hypotensive. A sternotomy was performed, and a supplemental vein graft was attached to the radial artery graft supplying the left anterior descending coronary artery as a back-up (no evidence for graft failure). Subsequently, the pt required a right ventricular assist device, and then an intra-aortic balloon pump for blood pressure support. The pt remained critically ill, and died on the second postoperative day with cardiac failure and renal insufficiency.